Manufacturer narrative:
One (1) used list #b3300, clave¿ neutral connector was returned for evaluation on 12/13/2024. As received, blood residual inside the sample was observed. No significant damage or anomalies were observed. The returned set was tested and no internal/external leaks were observed, the set was dissembled and no anomalies were observed. Complaint of leaks can be confirmed based on the internal blood residual. The probable cause is unknown. However, without the return of used mating device for investigation a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. Lot history review was performed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - additional contact telephone number (B)(6).

Event description:
The event occurred on unspecified date(s) and involved microclave® neutral connector. The customer reported that the device was leaking and/or cracking while being used. The event occurred multiple days from 21-nov-2024. There was patient involvement; harm was not reported as a consequence of this event.